Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse was able to verify the alarms ¿leak in iab circuit¿ in the iabp¿s diagnostic error log. The iabp was able to pass all the leak tests and passed to specifications. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6) hospital.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a leaking issue. No patient harm, serious injury or adverse event was reported.